Event description:
Account reports the following: the reported device was "hooked up to an umbilical artery catheter. When drawing blood on a newborn baby for a blood gas sample, the rn noticed a white plastic piece drawn up with the blood into the syringe. The rn did not push back into the baby. There was no negative pt outcome. This happened once before and dr was notified way after the fact and nothing was saved. Dr has the plastic shard on a glass slide if you want to see it." First occurrence was not reported. Customer believes the stopcock was deteriorating. Lot number on shelf is u357509r.